Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that pump was not vibrating for alerts or alarms although pump was set to vibrate. Customer's blood glucose was not impacted. Reportedly, customer reverted to alternate therapy for diabetes management.